Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer is requesting a log review to verity a programming error. Customer is requesting the data for (B)(6) 2023 from 1100-2300. Customer requests the following: 1. When norepinephrine (8mcg/250ml) was stopped (according to the mar it was reported 1204 on this date), and through which channel 2. If vancomycin (1000mg/200ml dextrose 5%) and/or cefepime (2000mg in 100ml ns) were programmed into the same channel that the norepinephrine was programmed into at approx. 1805 on this date ¿ if so, which one, and at what rate? If either was programmed on a different channel at this time, that would be helpful. 3. If heparin (25,000u/250ml in d5w) was infusing at 1805 at a rate of 9.1u/kg/hr and through what channel 4. If propofol (10mg/100ml) was infusing at 1805 at a rate of 15mcg/kg/min and through which channel it was reported that levophed was infusing on module attached to the patient, however the clinician thought they were infusing vancomycin as a secondary infusion. As a result the patient had an abnormal cardiac rhythm while the levophed was infusing. Customer confirmed once the levophed was stopped, the patient reverted back to a normal cardiac rhythm without additional intervention. There was patient involvement however there was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the customer is requesting a log review to verity a programming error. Customer is requesting the data for on (B)(6) 2023 from 1100-2300. Customer requests the following: 1. When norepinephrine (8mcg/250ml) was stopped (according to the mar it was reported 1204 on this date), and through which channel 2. If vancomycin (1000mg/200ml dextrose 5%) and/or cefipime (2000mg in 100ml ns) were programmed into the same channel that the norepinephrine was programmed into at approx. 1805 on this date ¿ if so, which one, and at what rate? If either was programmed on a different channel at this time, that would be helpful. 3. If heparin (25,000u/250ml in d5w) was infusing at 1805 at a rate of 9.1u/kg/hr and through what channel 4. If propofol (10mg/100ml) was infusing at 1805 at a rate of 15mcg/kg/min and through which channel it was reported that levophed was infusing on module attached to the patient, however the clinician thought they were infusing vancomycin as a secondary infusion. As a result the patient had an abnormal cardiac rhythm while the levophed was infusing. Customer confirmed once the levophed was stopped, the patient reverted back to a normal cardiac rhythm without additional intervention. There was patient involvement however there was no patient harm.